Manufacturer narrative:
H10: the actual sample was received for evaluation. A visual inspection was performed, and it was noted that the filter was disconnected from the support plate and the two dialysate ports were cracked. The reported condition was verified. The cause of the reported condition could not be determined; however, the observed damage is typical of mechanical shock applied on the product leading to its breakage, therefore, the most probable cause identified was that a shock occurred during shipping or storage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating ¿near the main rotor¿ with ¿lots of air intake¿ of a prismaflex st100 set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.